Event description:
It was reported that a dissection occurred. The target lesion was located in the calcified mid left anterior descending artery (lad). During pre-dilation of the lesion with a 2.00 mm non-complaint balloon, the dog bone effect was noted indicating nodular calcium. A 2.50 x 10 mm wolverine was advanced and when inflated at nominal pressure a type b dissection was noted. The device was removed and a drug eluting balloon was used as distal flow was normal. The procedure was completed and the patient fully recovered and remained stable.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.